Manufacturer narrative:
Examination of the returned instrument confirmed the threaded tip is unscrewing from the shaft. Previous investigations found the root cause is attributed to design; incorrect dowel pins were called out in the material list of the print. (B)(4) was implemented on march 16, 2009 to correct the drawing for the correct size of dowel pin. The date code indicates the instrument was manufactured in june of 2007, before the change. In addition, the date code j0607 indicates the instrument was manufactured in june of 2007 and is over 9 years old. No further action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The long pinnacle inserter doesn't seat flush with real cup during insertion. The threads are too proud on inserter. On 7/8/2016 upon evaluation of the device, it was confirmed that the threaded tip could unscrew completely, changing the MDR decision.